Event description:
This rv lead implanted on (B)(6) 2010 and was capped on (B)(6) 2016. A call was placed to technical services on (B)(6) 2016 stating that patient had syncope and asystole on telemety. The physician was dr. (B)(6) at (B)(6). No this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).